Event description:
It was reported that a cartridge alarms 06 and 05 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm and the customer had followed the prompts during the load sequence. Customer's blood glucose level was 228 mg/dl. Reportedly, the customer successfully loaded a new cartridge to address the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.